Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers 13a16h25 and 12l11h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Same patient as (B)(4).

Event description:
This is report 3 of 4. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. Treatment was not reported. The cause of peritonitis was not determined. The patient was recovering.